Event description:
At closure of laparoscopic cholecystectomy, it was noticed that a strip of black insulation was missing from endoscopic scissors. Two small incisions were reopened and the strip was removed from the pt. The torque on the scissors was too tight and pressed the scissors up against the trocar sheath at which point the sharp edge of the trocar sheath stripped the insulation off of the endoscopic scissors.